Manufacturer narrative:
The system controller was returned to the MFR for eval, and the reported bent pins and alarms were confirmed during analysis. The positive power line pin was observed to be slightly bent in the white power lead connector. The log file was reviewed, and it appeared that the pump stopped. During functional testing, the cables were maneuvered while the system controller was on a test power module and pump, and the white power lead became warm, there was also a low voltage alarm. Further eval of the system controller revealed that the green conductor (the positive power line), in the white power lead was broken. The brown conductor (battery gauge) in the black power lead was also found to be broken. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller has bent pins on the white power lead connector and the controller alarms. The system controller was exchanged without incident. The pt remains ongoing on the lvad and no further issues were reported.